Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the cause of the battery not lasting as long was due to the fact that it was turned off in error. The patient stated that the tech turned it back on and it was working fine, the tech said it would last another 2-3 years. The battery was turned back on during their appointment on (B)(6) 2018. The issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the cause of the battery not lasting as long as it used to was not determined. No actions/ interventions were taken to resolved the battery not lasting as long as it used to and the issue was not resolved. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had found an hcp that could replace their ins that was dying, but that they needed medical records. It was reviewed that medical records could be found through their previous hcp. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported the patient is having a battery issues. The patient's implant is not holding the charge like it used to. The patient reported charge use to last 6 weeks and now it only last for 2 weeks. The patient stated she doesn't have a healthcare provider (hcp) for the pain stimulator. The patient stated she does have a person that programs her device. No further complications were reported. No patient symptoms were reported.